Event description:
This was a lead extraction case to remove two 219 month old leads because of cied system infection. Both leads were prepped with llds. This was a challenging case because of severe lead on lead binding from the subclavian vein throughout the svc, including 3 tough binding sites. The most challenging binding site was located just before the svc turn that required alternating between the ra lead to the rv lead multiple times using a 14f glidelight. The physician then upgraded to a 16f glidelight, using the visisheath for support, in order to free both leads successfully. About 20 minutes after completion of the procedure, it was noted that the patient's blood pressure was decreasing. The CT surgeon performed a sternotomy and a small svc/innominate tear was discovered and repaired. The patient survived the intervention and was discharged per hospital policy.